Event description:
Affiliate reported that a revision was necessary as a blockage was suspected.

Manufacturer narrative:
Upon completion of the investigation it was noted that there was no occlusion. Biological debris was however seen throughout the device, which appears to have contributed to the problem reported by the customer. Based on the results of the investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.